Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and rising/high thresholds. The physician elected to leave the rv lead in use following a recent device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).